Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of cardiac perforation (atrial perforation), pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported physical resistance appears to be related to patient morphology/pathology, as the twisted cardiac anatomy and enlarged left atrium caused difficulties with maintaining visualization of the clip and ultimately resulted in the clip contacting the atrial wall. The reported atrial perforation appears to be a result of procedural circumstances. The reported pericardial effusion and hypotension were likely secondary effects of the atrial perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The patient had a twisted cardiac anatomy and an enlarged left atrium. Transseptal puncture was performed and noted to be difficult as it was not measurable in echocardiogram; therefore, a second higher puncture was performed. The clip delivery system (cds) was advanced to the mitral valve, but went out of site of echocardiogram due to the anatomy. When trying to control the visualization of the clip, resistance was felt. It was suspected that this was resistance with the atrial wall. The patients blood pressure dropped and a pericardial effusion was observed. The clip was removed from the left atrium. Pericardiocentisis was performed and the patient was sent to surgery to repair the injury. No additional information was provided.